Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the surgery the metal part of the super multivac 50 electrode detached its self from the top. A backup device was available to complete the procedure with no delay.

Event description:
It was reported that during the surgery the metal part of the super multivac 50 electrode detached its self from the top. All the pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows a detached electrode. Most of the screen is detached and not returned with the device. There are no manufacturing abnormalities visually observed with the returned device. The returned device had no functionality and registered an error e-7 when plugged into a known good quantum controller. The error was by-passed and the device is producing plasma on ablate/coag settings on the remaining parts of the electrode. The suction line was tested and performed as specified. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.